Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that their doctor has had it turned off. Dr. Doesnt seem to be able to deal with it. Additional information was received from the patient. They reported that there was a time their hcp said the lines inside looked loose. They ran test but they never understood the results. They had me to take some meds that worked sometime. They could feel the vibration turn off and on. They had suggested to just turn it off so they did. They had this same instrument years ago for a long time but it had quit working when my doctor retired. This doctor suggested taking it out and put one in the other side so they did. It has never been right. They stated they didn't seem like they knew what to do. They're supposed to see them again july 11th.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.